Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The customer was treated with longer lasting insulin, and then she was released. Troubleshooting was performed. The customer stated that the insulin pump alarmed an error, and she was not able to clear the alarm. The blood glucose reading at time of call was 182mg/dl. No further info was provided.